Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in charleston, south carolina. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be microbiologically contaminated several times after several attempts of disinfecting it with bleach and minncare disinfectant. There is no report of patient injury.

Event description:
See initial report.

Manufacturer narrative:
H11: through follow-up communication with the customer, livanova learned bleach previously used was replaced by minncare disinfectant and the involved unit has passed every microbiological test since. No laboratory reports were provided to clarify the nature of the contamination. Complaint database review revealed no further similar cases for involved device from unit installation in 2022 nor in general from the customer on other devices. No specific procedure for water maintenance and unit disinfection has been provided. However, customer reported that disinfection with minncare (as recommended by device instructions for use) solved the issue, therefore it cannot be ruled out that previous disinfectant used by customer did not have an appropriate sodium hypochlorite concentration or was not properly diluted according to instructions for use.